Event description:
The urologist attempted to insert urolume to relieve/correct prostatic obstbuction. Urolume falied to deploy. This was attempted 2 more times. On removal, of device after last insertion, the urethra was torn.